Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they administered 10 units of lispro insulin based on the cgm reading of 336 mgd/l. They indicated that when they check their bg with a meter at the time, it was displaying 241 mg/dl. The patient ended up becoming unconscious and was found on the floor next to their bed by their wife. The patient¿s wife called 911 and when they arrived, they administered the patient with glucose via intravenous (IV) therapy. It was indicated that upon arrival, the patient¿s blood sugar was in the 20¿s. The time frame of when the patient took the insulin and when they were found unconscious is unknown. At the time of contact, the patient was doing okay. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention no additional patient or event information is available.